Event description:
As reported: "problems occurred during surgical procedure due to carbonic centering device"

Manufacturer narrative:
Please note correction to section h6 (device code). The reported event could be confirmed, since the affected device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following : the received targeting arm t2 prox. Hum. Shows significant signs of severe usage evident by the appearance of damaged holes. Lateral left (ap ¿ locking) & lateral right holes found damaged. Line and dent marks are visible on the tip of locking clamp. Entry point / edges of the holes are damaged by the action of sharp instruments like sleeves. Lever of the lateral left/right sleeve locking mechanism is deformed i.e. Bent from one side and uplifted from other side. Lateral left (ap ¿ locking) sleeve is found misaligned. This shows that these portions of the instruments had been subjected to abnormal loading. A functional inspection was carried out and we found that the drill was not passing through the proximal holes of the sample t2 proximal humerus nail using the received target device. This is because of the deformation and damaged holes observed in the targeting device during visual inspection. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing, or design related problems were found during the investigation. Based on the investigation, it can be confirmed that the observations found during device inspection are result of abnormal handling of the instrument. Therefore, the root cause was attributed to a user related issue. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "problems occurred during surgical procedure due to carbonic centering device".